Event description:
Boston scientific rec'd info that this system has been explanted due to erosion and infection. No replacement planned. Physician reported device size too big for some patient and apos;s anatomy and thus lends itself to a greater possibility of system erosion. No add'l adverse patient effects reported. No replacement planned at this time.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.